Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report 2916596-2018-01566. This report is being submitted as additional information. The referenced pump exchange was reported under medwatch MFR report # 2916596-2018-01156. Approximate age of device - 13 days. Manufacture conclusion: the pump remains implanted and the patient remains ongoing on vad support. The report of an elevation in pump power and estimated pump flow was confirmed based on the information contained in the submitted system controller log file. Transient power and flow elevations were captured in the log file between (B)(6) 2018 and (B)(6) 2018. The recorded pump power was as high as 10.6 watts. A direct correlation between the device, the changes in pump parameters and the elevated levels of ldh could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Additionally, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2018 and underwent a pump exchange on (B)(6) 2018 due to signs of hemolysis. During a clinic visit on (B)(6) 2018, laboratory test results indicated elevated levels of lactate dehydrogenase. An elevation in pump power and estimated flow values was noted. Additional information was received information received indicated that, as of 02may2018, the patient was doing well and the lactate dehydrogenase levels were being monitored weekly.